Manufacturer narrative:
(B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported error. The dual pressure module was replaced and subsequent functional testing found no further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by (B)(4) technician.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin s3 system displayed an e10 error during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin s3 system displayed an e10 error during set-up. There was no patient involvement.